Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported there was no patient involvement.

Manufacturer narrative:
.